Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No unexpected software error alarms were noted. However, corroded electronic assembly and motor assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer reported that condensation was visible under the display window. Customer stated that she had recently jumped into a swimming pool while wearing the insulin pump. Blood glucose level was not provided. No further information was provided.